Manufacturer narrative:
The field service engineer (fse) reported when she returned to complete the service on the device, she used a different patient circuit, ran preoperational set up and found no fault. The fse did not replace any parts.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit is giving a low leak co2 rebreathing alarm. Patient involvement is unknown. Patient information was requested.

Manufacturer narrative:
This is a duplicate of emdr #2031642-2016-02204 .